Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device remains implanted.

Event description:
The customer reported: "for the second time, no coincidence, I had no grib in the most distal and most important screw hole of the dorsal lateral humerus plate with an locking screw. I paid close attention to the direction and even tried a shorter screw."